Event description:
The customer reported being in the emergency room due to high blood glucose over 900mg/dl and gastroenteritis. The customer experienced vomiting, heavy breathing, and was dehydrated. The caller stated that the cannula was removed while staying at the hospital and it was bent, but she did not get any no delivery alarms. Troubleshooting was performed, and the drive support cap appears normal. Assisted the caller to run a manual prime test and the insulin did exit. Performed the high pressure test and the test failed twice. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.